Event description:
It was reported by service report that the communication cord had bent pins, and nurse call was unavailable. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: communication cord (damaged pins).